Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5: additional details , h6: codes added.

Event description:
Additional details provided from a legal document: patient initially implanted with optetrak logic polyethylene tibial insert. Revision surgery to remove the failed device due to accelerated and preventable wear of the optetrak logic polyethylene tibial insert. Additionally, the legal document stated that the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of prosthesis wear as stated in the legal documentation. Possible reasons for the tibial insert wear include malalignment between the femoral and tibial components, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted devices and pre-revision radiographs were not provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2021, approximately 3 years 10 months post the initial implant procedure for reasons unknown. No further information was provided.